Event description:
The customer contact reported that pt received less medication than intended. At an unspecified time. The device was programmed to deliver an unspecified concentration of rituxan, at rate of 50 ml/hr, and the delivery was started. No further programming parameters were provided. It was reported that after 30 mins, the nurse noted that 6 ml of solution was delivered. The customer contact stated that the nurse had to continue to reprogram the device every 30 mins until the delivery was complete. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.